Event description:
It was reported that high capture threshold due to dislodgment was observed on the right atrial (ra) lead. The helix failed to retract during repositioning. The rv lead was explanted and replaced to resolve the event. The patient was stable and there were no adverse consequences.